Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), neuron max 6f 088 long sheath (neuron max), velocity delivery microcatheter (velocity) and a guidewire. During the procedure, the physician attempted one pass without success. Next, the physician advanced the red72 over the velocity and guidewire to the target location. The physician then removed the velocity and guidewire together. After removal, the velocity was noticed to be fractured in two locations. The procedure was completed using a non-penumbra microcatheter and the same red72. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed fractures on two locations on the proximal end of the microcatheter. This type of fracture typically occurs if the velocity is retracted against resistance. However, based on the reported event, the root cause of this damage could not be determined. Further evaluation revealed an additional fracture on the catheter shaft. The additional fracture was incidental to the complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.